Event description:
A report was received that a patient will undergo an ipg replacement procedure due to the ipg causing discomfort.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg pocket revision procedure and was reportedly doing well.

Event description:
A report was received that a patient will undergo an ipg replacement procedure due to the ipg causing discomfort.